Event description:
A user contacted the manufacturer regarding the sound abatement foam correction/removal. The user alleges the device will not turn on/not functioning and water is coming back up through the house. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.